Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 500-600 mg/dl; cause was unknown. Customer was treated with insulin intravenously, and was discharged the same day with the issue resolved and no permanent damage. Customer declined to complete pump system check with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.